Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. The root cause for the reported issue was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. Although multiple attempts have been made, no products or device logs were returned for investigation.

Event description:
It was reported that the clinicians noticed variations in the patient's blood pressure during use of syringe pump in the intensive care unit. There was no alleged pump malfunction. Per customer, "a few of the sickest patients (those on multiple pressors and low heart function) have experienced near code/code events surrounding routine daily changing of the medication syringes for the alaris pump." Although requested, further details of the reported issue were not provided. Bd has learned additional information. Bd clinical practice consultant contacted the customer. It was reported that variations in the blood pressure were "most likely related to not using the pump prime feature (of the syringe pump) when setting up the lines." The customer was then informed that using the pump prime feature is recommended, minimizing any mechanical "slack" within the system which can delay start up and time to occlusion alarm. It was also discussed with the customer the occlusion pressure settings and how that can affect time to alarm if a clamp is engaged. It was reviewed with the customer how to change the occlusion pressure at the bedside.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians noticed variations in the patient's blood pressure during use of syringe pump in the intensive care unit. There was no alleged pump malfunction. Per customer, "a few of the sickest patients (those on multiple pressors and low heart function) have experienced near code/code events surrounding routine daily changing of the medication syringes for the alaris pump." Although requested, further details of the reported issue were not provided. Bd has learned additional information. Bd clinical practice consultant contacted the customer. It was reported that variations in the blood pressure were "most likely related to not using the pump prime feature (of the syringe pump) when setting up the lines." The customer was then informed that using the pump prime feature is recommended, minimizing any mechanical "slack" within the system which can delay start up and time to occlusion alarm. It was also discussed with the customer the occlusion pressure settings and how that can affect time to alarm if a clamp is engaged. It was reviewed with the customer how to change the occlusion pressure at the bedside.